Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated atrial oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high pacing impedance. It was also reported that insulation damage was noted via x-ray. Additional information received indicated the ra lead exhibited pacing failure, noise, and oversensing. The ra lead setting was re-programmed and the lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.